Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. In this case, there was no reported device malfunction associated with the clip delivery system (cds). The reported patient effect of death, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The information provided stated that the cause of death was due to the length of the procedure, the probe, and the general health of the patient after the procedure, which had deteriorated. The mitraclip procedure was noted to be contributory to the death of the patient. Based on the information reviewed, a definitive cause for the reported patient effect and the relationship to the device, if any, cannot be determined; however, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. This event was further reviewed by an abbott vascular senior medical advisor. The reviewer stated that the hematoma was associated with the procedure which includes dilation of the femoral artery, which is associated with the procedure. It was not the result of a device deficiency or malfunction. The hemodynamic instability, liver failure and stomach necrosis with resulting death were associated with both the length of the underlying procedure (6 hours) and patient comorbidities. None of these are associated with a device deficiency or malfunction given the clip was implanted with a reduction in mr. A review of the device history record identified no non-conformances issued to the reported lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This is submitted to report the patient death that occurred post-procedure, which was noted to be due to the mitraclip procedure. It was reported that the initial mitraclip procedure was performed on (B)(6) 2014 to treat degenerative mitral regurgitation (mr) with a grade of 4. The procedure was long, and lasted 6 hours. Two clips were implanted and the mr was reduced to 2+. After the procedure, a hematoma was observed on the left femoral artery. The patient was stable post-procedure and extubated the next day. On (B)(6) 2014, the patient received an abdominal scan which revealed that there was deterioration of hemodynamics, liver failure and necrosis of the stomach. No further treatment was provided. The patient died the same day, on (B)(6) 2014. It was also noted that the cause of death was due to the length of the procedure, the probe, and the general health of the patient after the procedure, which had deteriorated. Reportedly, the mitraclip procedure contributed to the death of the patient, but the mitraclip device itself did not contribute to the death. No additional information was provided.